Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected grinding noise during testing. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started making a grinding noise about a month ago however it was getting louder and louder. Customer¿s blood glucose level was unknown. Customer states that the making a loud grinding noise when she was rewinds. Customer states her quick serter was not firing the infusion set into her body when she presses the buttons. Customer states when she presses the button to insert it into her body it was gets stuck and did not fire into her body. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.